Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. The superior vena cava was dissected during the explant procedure and the patient arrested. Cardiac surgery was performed to repair the dissection. Two right ventricular leads and one right atrial lead were implanted prior to closing the chest.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was later reported that the lead was damaged during the explant procedure due to excessive force needed to extract the lead. A wire was protruding from the lead body at mid shaft. There were no allegations from the field as this damage was induced. The lead will be returned and analyzed.